Event description:
It has been reported to us that during the procedure a dissection of the left main artery occurred. The physician inserted a guidwire into the pt's vessel and had difficulty advancing the wire into the circumflex. The physician inserted guide catheter and advanced it forward over the guidewire into the circumflex. The physician inserted the balloon catheter and advanced it foward however it became stuck on the guidewire. The physician attempted to remove the balloon catheter however was unsuccessful. The physician decided to remove both the guidewire and balloon catheter together. The physician inserted a stent delivery catheter and successfully placed two stents in the circumflex vessel. The physician was viewing the vessel under fluoroscope and observed a dissection of the left main artery. The physician decided to send the patient for surgical procedure to repair the dissection.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the discrepant device cannot be performed. The lot number for the device is unk, and therefore, a review of the device history record can not be performed.